Event description:
It was reported durign a laparoscopic nissen fundoplication the lcs blade would not align during assembly. A second lcs was pulled and assembled for the case. There was no consequence to the patient.